Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for right hip revision to address adverse local tissue reaction . Doi: (B)(6) 2009; dor: (B)(6) 2019, (right hip).